Manufacturer narrative:
The pump was returned, and analysis found corrosion and-or wear and-or lubrication and stall due to shaft-bearing. Interrogation of the pump determined it was used to infuse saline 750 mcg/ml for a total dose of 4.77 mcg/day. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was provided by a manufacturer¿s representative regarding an implantable intrathecal pump. The indication for use was spinal pain. The pump was returned to the manufacturer without a complaint. No patient symptoms or complications were reported as a result of this event. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider via a clinical study reported the patient's weight was (B)(6). It was noted the pump was replaced prophylactically.